Event description:
(B)(4) trial. It was reported that subsequent to a percutaneous coronary intervention procedure, side branch stenosis and stent deformation occurred. In (B)(6) 2013, the subject's qualifying condition was unstable angina and underwent cardiac catheterization. The 80% stenosed target lesion was located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 3.25mm and a lesion length of 15mm. It was treated with pre-dilatation using an unspecified balloon catheter and placement of a 3.00 x 20 mm study stent. Following post dilatation, residual stenosis was 5%. The subject was discharged on the following day on dual antiplatelet therapy. Baseline core lab angiography results revealed 30% side branch stenosis at the first diagonal branch artery however, following index procedure, coronary angiography revealed 80% 'branch percent stenosis'. Baseline post-procedure corelab angiography result revealed presence of stent deformation with laboratory comments: "stent deformation secondary to rescue of sidebranch.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).